Manufacturer narrative:
D9 was updated to include the return of the product. F7/f8/g4/h3 was updated report type and date the product was received. H6 updated medical device problem code, type of investigation code, investigation findings code and investigation conclusion code. A customer returned sample analysis was completed. There is no data to confirm manufacturing deviation. If additional information is received an additional follow up MDR will be submitted.

Manufacturer narrative:
Device history review was completed. There were no deviations or non-conformances associated with this lot. Trending analysis reported no other related occurrence of this issue for this product lot. Quality control testing was complete and passed. Issue is currently being investigated. If additional information is received an additional follow up MDR will be submitted.

Event description:
The customer reported that they had four (4) micrometer thick tumor formalin-fixed paraffin-embedded (ffpe) tissue falling off of bond plus slides, p/n (B)(4).a, lot 120723-9 after being ihc staining on roche ventana benchmark ultra and leica bond iii machine. Additional slides ere re-cut from the paraffin block. Re-biopsy was not required for diagnosis.